Event description:
It was reported the pt experienced a lack of effect. Reprogramming was attempted. The leads were repositioned. The patient continued to experience a lack of therapeutic stimulation. The system was explanted.